Event description:
It was reported that respiratory rate and positive end expiratory pressure (peep) values mismatched. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to technician statement, the reported issue was not reproduced during troubleshooting. Expiratory cassette membrane has been cleaned as a pre-caution. The ventilator passed all functional and safety tests and was cleared for clinical use. Unfortunately, the device's logs were not provided for further analysis and it remains unknown if peep and respiratory rate values were too high, too low or both. The cause to the reported issue was not determined.